Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter stated that the pump had emitted two empty cartridge alarms; and when attempting to change the cartridge, the cartridge was full. The reporter had lost faith in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following results: it was confirmed the low cartridge warning level in pump settings was set for 10u. A cartridge with approximately 110u was filled and recognized correctly by the piston rod. Next, 10u was primed in the pump; the home screen correctly reflected 100u after the prime. A 10u normal bolus and a 10u audio bolus were performed successfully. The pump correctly calculated the remaining units 90u and 80u after each bolus. A low cartridge warning and replace cartridge alarm were reproduced on the bench, the pump gave the correct alert with each. It was verified that the correct amount 10u and 0u remaining on home screen with each alert. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.